Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced migration and the device was re-implanted. It was further reported that following re-implantation the patient experienced scarring and damage to the tissue at the implant area. No further patient complications have been reported as a result of this event.